Manufacturer narrative:
The lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing threshold measurements. The issue could not be resolved, so the lead was removed and a different model lead was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 8 cm from the is-1 terminal pin and 63 cm from the lead tip. The tip section was stretched. Resistance testing was performed on the two segments; both passed electrical testing. No further testing was performed, due to the condition of the lead. Laboratory analysis was not able to determine the cause of the high, out-of-range pacing threshold measurements that were observed during the implant procedure.